Event description:
Patient came to clinic for free month pacemaker check and was found to be at early elective replacement. Pacemaker check on (B)(6) 2017 showed battery status at 2.95 volts and check on (B)(6) 2017 showed battery status at 2.81 volts, elective replacement, which had been triggered on (B)(6) 2017. Technical services was contacted and were able to confirm that rapid battery drain had been caused by increased battery impudence. It was recommended that pacemaker be replaced before (B)(6) 2017.